Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The universal surgical manipulator (usm) was analyzed and reported failure was replicated. The unit was tested on in-house system in normal mode where it failed the insertion button test (button was sticky). The unit was also tested on a different system, where it again failed the insertion button test. After further investigation, fluid intrusion was noticed on the insertion switch. The insertion switch assembly was replaced. The unit passed testing.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy with hysterectomy surgical procedure that universal surgical manipulator (usm) 1 kept floating and locked up while docking. All the other usms worked as expected. The intuitive tech support engineer (tse) reviewed the logs and found no usm 1 related messages. The staff converted the procedure to another patient side cart (psc). There were no reports of patient injury. The procedure was completed.

Manufacturer narrative:
An intuitive field service engineer (fse) went on site and replaced universal surgical manipulator (usm) 1 to resolve the issue. System tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Analysis is in progress. A follow-up MDR will be submitted when the usm is evaluated and/ or if additional information is received.